Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated diminished right ventricular sensing. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had dislodged and was in the atrium when the atrial tachycardia occurred.

Manufacturer narrative:
Concomitant medical products: d234drg ICD implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing on the right ventricular (rv) lead which lead to inappropriate shocks during an episode of atrial tachycardia. The sensing was noted to be very low. The lead was capped and replaced. During the revision procedure, it was noted that the right atrial (ra) lead had some insulation damage. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.